Manufacturer narrative:
D10 concomitant product: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot # n5d1511y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the thoracic procedure, the instrument did not fire for the two reloads. The surgeon was able to press the green safety button but was not able to squeeze the handle. Another cartridge was opened, and the same handle was used to continue the procedure. No patient complications have been reported as a result of this event.